Event description:
Customer reported intermittent fast stop switch error message during a spine case in 2007.

Manufacturer narrative:
Service rep replaced lift column down switch. Verified sys function. Verified fast stop function. Verified lift function. Sys operates as intended.